Event description:
During a total abdominal hysterectomy procedure, the staples did not lock into the retainers. The surgeon sutured to complete the procedure without pt injury.

Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.